Manufacturer narrative:
The customer's battery was not provided to physio-control for evaluation. The customer received a new battery and confirmed that the issue was resolved with the battery replacement.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Section h10 additional mfg narrative of the supplemental 001 medwatch report indicated: the customer's battery was not provided to physio-control for evaluation. The customer received a new battery and confirmed that the issue was resolved with the battery replacement. Section h10 additional mfg narrative of the supplemental 001 medwatch report should indicate: the customer's battery was not provided to physio for evaluation, and physio was unable to duplicate the reported issue with a replacement battery.

Manufacturer narrative:
The customer will be provided with the replacement battery to resolve the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.